Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory alert due to high rv lead impedance and high capture threshold. The lead was capped and replaced on (B)(6) 2016. The patient was in good condition.